Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27feb2020.

Event description:
The customer reported a touchscreen problem that could not be resolved by calibrating it. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the user interface assembly and the front bezel and the problem was resolved.